Event description:
It was reported that (2) devices were used during a laparoscopic sigma. It was reported by the affiliate that the tsb45 was fired and there was bleeding because the staples in front of staple line did not work properly. The surgeon stopped the bleeding with clips. The products will not be returned.